Manufacturer narrative:
Per visual inspection: front shell does not fit securely to inpen. No physical damage to cartridge holder was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Therefore, the customer concern of cap no longer staying attached and missing dosing window was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the inpen cap was not staying and keep coming off and the dosing window was broken off. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed for broken/damaged inpen. The inpen replacement initiated. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-105elgyna was requested and customer response was the device was returned.